Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally delivered too much insulin by giving multiple boluses. The customer's blood glucose (bg) level subsequently decreased to 47 mg/dl. Reportedly the customer fell and hit their head resulting in a headache and a bruise. Customer required assistance and was given honey and juice to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.